Manufacturer narrative:
(B)(4).

Event description:
It was reported that the outer box of a lead kit had minor damage and the lead inside was bent. When the package was opened and the lead was pulled out of the cylindrical sheath it had a visible kink and therefore was not used. It was unclear if the packaging issue was a contributing factor to lead being bent. The manufacturer representative returned the product and original packaging. There was no patient injury.

Manufacturer narrative:
Analysis of the lead model# 3387s-40, lot# v648226 found no anomaly. Lead continuity were found to be acceptable at all circuits, and no shorts were found. Analysis of the stylet found the wire was bent 25 cm from the distal end (new out of box), causing the lead to appear bent.

Manufacturer narrative:
(B)(4).